Event description:
It was reported that the procedure was to treat a lesion in the iliac artery. During deployment of the 10.0mmx40mmx80cm absolute pro vascular self-expanding stent system (sess), the thumbwheel became stuck and could not fully deploy the stent implant. The sess was removed without issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A new 10.0mmx40mmx80cm absolute pro vascular sess was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.